Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not alarming no delivery. Troubleshooting was performed, and the insulin pump alarmed no delivery outside of the specifications. Repeated the test, and the insulin pump did not alarm. Advised that the insulin pump would be replaced. Nothing further was reported.